Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After guide wire crossed the lesion, dilatation was performed with a 1.25mm balloon catheter. A 20mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The balloon was removed completely from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After guide wire crossed the lesion, dilatation was performed with a 1.25mm balloon catheter. A 20mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The balloon was removed completely from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Time of event: 18 years or older. (B)(4).